Manufacturer narrative:
The local area sales representative was contacted for additional information, however no further information was available. Records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right atrial (ra) lead, exhibited fluctuating impedance measurements. It was reported the patient underwent a procedure. Prior to the procedure the impedance measurements were 1,350 ohms and following the procedure they were 550 ohms. Additionally, pacing threshold measurements decreased following the procedure. There was no evidence of noise or loss of capture. Boston scientific technical services (ts) discussed continued monitoring. No adverse patient effects were reported.